Event description:
A Biomedical Technician (BMT) reported to Technical Support of a burning smell from the power supply assembly. During a rinse cycle a burning smell was noticed by staff coming from the power supply. Upon inspection by technical staff, some wires in the power supply seemed to be the source of the smell. This was the original power supply that came with the device. There was no patient involvement or injury noted at intake. Upon follow-up, the BMT reported that both the deaeration pump and the power supply assembly were burned. The BMT stated they had not yet received the parts to complete the repair the machine and resolve the reported issue. The machine was still out of service. It was confirmed there was no patient involvement associated with the reported issue. Photographic evidence was available.

Manufacturer narrative:
PLANT INVESTIGATION: THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A BIOMEDICAL TECHNICIAN (BMT) REPORTED TO TECHNICAL SUPPORT OF A BURNING SMELL FROM THE POWER SUPPLY ASSEMBLY. DURING A RINSE CYCLE A BURNING SMELL WAS NOTICED BY STAFF COMING FROM THE POWER SUPPLY. UPON INSPECTION BY TECHNICAL STAFF, SOME WIRES IN THE POWER SUPPLY SEEMED TO BE THE SOURCE OF THE SMELL. THIS WAS THE ORIGINAL POWER SUPPLY THAT CAME WITH THE DEVICE. THERE WAS NO PATIENT INVOLVEMENT OR INJURY NOTED AT INTAKE. UPON FOLLOW-UP, THE BMT REPORTED THAT BOTH THE DEAERATION PUMP AND THE POWER SUPPLY ASSEMBLY WERE BURNED. THE BMT STATED THEY HAD NOT YET RECEIVED THE PARTS TO COMPLETE THE REPAIR THE MACHINE AND RESOLVE THE REPORTED ISSUE. THE MACHINE WAS STILL OUT OF SERVICE. IT WAS CONFIRMED THERE WAS NO PATIENT INVOLVEMENT ASSOCIATED WITH THE REPORTED ISSUE. PHOTOGRAPHIC EVIDENCE WAS AVAILABLE.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.